Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted slight body fluid contamination in all lead barrels and no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that pacing impedances on the left ventricular (lv) lead connected to this cardiac resynchronization therapy pacemaker (crt-p) increased by approximately 600 ohms over a short period of time, then continued to increase. Almost two months later, pacing impedance reached greater than 2500 ohms. For the next several months, impedances were reportedly intermittently out of range. The lv lead was explanted and the crt-p was replaced due to normal battery depletion. No additional adverse patient effects were reported.